Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their jaw on the left side is very sore and it effects their bite. Their dentist advised to stop using the aligners and to see a tmj specialist. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.